Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 41mg/dl at the time of the incident. The customer reported that she had skin irritation already. The customer reported that she went low last night to 40mg/dl. She treated the low with juice and half peanut butter sandwich. She informed about the pump suspended and her blood glucose went high. She was able to correct. The patient¿s current blood glucose was 155mg/dl. The insulin pump will not be returned for analysis.